Event description:
It was reported that during use with bd vacutainer® cpt¿ cell preparation tube with sodium citrate the tube broke and leakage occurred. The following information was provided by the initial reporter: it was reported by the distributor that the customer called to let them know that the tube broke and upon breaking contents in tube got on the customers hands. The customer washed hands thoroughly and was wondering what to do after that. (B)(6). Customer problem 362761 tube broke and contents got on hands steps taken with customer/troubleshooting: sent the sds did the specimen(s) need to be recollected? Y. Did exposure to blood/ bf occur? N. If exposure occurred was there any post exposure testing or medical intervention? Na. Next steps (if necessary): unknown. Resolution achieved (y/n)? : unknown. Quantity received and quantity affected: 1. Shipment method (directly or via distributor): pending. If it is a distributor or directly from bd, who is it? Pending. Photos or returns requested?: unavailable. Follow up required y/n?: n. Reviewed smax case history: n. (B)(6). Sm 362761 tube breakage contents got on customer's hands.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device manufacture date: unknown. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® cpt¿ cell preparation tube with sodium citrate the tube broke and leakage occurred. The following information was provided by the initial reporter: it was reported by the distributor that the customer called to let them know that the tube broke and upon breaking contents in tube got on the customers hands. The customer washed hands thoroughly and was wondering what do after that. (B)(6): 2022-05-12 13:49:25 (gmt). Subject: email 5/12/2022, 8:59:15 am. User: (B)(6). Created on: 2022-05-12 12:59:15. Call activity comment: null. (B)(6): 2022-05-12 13:40:05 (gmt). Customer problem 362761 tube broke and contents got on hands. Steps taken with customer/troubleshooting: sent the sds. Did the specimen(s) need to be recollected? Y. Did exposure to blood/ bf occur? N. If exposure occurred was there any post exposure testing or medical intervention? Na. Next steps (if necessary): unknown. Resolution achieved (y/n)? : unknown. Quantity received and quantity affected: 1. Shipment method (directly or via distributor): pending. If it is a distributor or directly from bd ¿ who is it? Pending. Photos or returns requested?: unavailable. Follow up required y/n?: n. Reviewed smax case history: n. (B)(6): 2022-05-12 13:36:35 (gmt) sm (B)(6) tube breakage - contents got on customer's hands.